Event description:
It was reported by the rep that the device was used during an unk procedure. It was reported the skin stapler is awful. It doesn't grap the skin edges. The staples fall out. They kept pulling other staplers to complete the case. There was no consequence to the pt.